Manufacturer narrative:
This communicator will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this communicator appeared to not be working correctly. The powerpack was working well, but the communicator would not turn on. It was noted the communicator was emitting a burning smell. There were no adverse patient effects reported.